Event description:
It was reported that there was itching, sensitivity, burning and pain over the stimulator site. The battery pack of the neurostimulator was very sensitive and itching. The patient was unable to lay on the right side and the cushion of the seat in the patient¿s car was pressing on the stimulator which was causing discomfort. The patient denied any electrical shock sensations around that area. The patient also denied any broken skin or rashes in the area. Actions taken were an unscheduled visit to the clinic, reprogramming, medications were administered in the form of prescribing lidoderm patches to apply over painful area. The outcome was resolved without sequelae.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported pain over the stimulator site. The battery pack of the implantable neurostimulator (ins) was burning.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the patient had itching over the stimulator and sensitivity at the stimulator site.

Manufacturer narrative:
Concomitant medical products: product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. (B)(4).